Manufacturer narrative:
Results: the customer stated that a nurse found hair on prn when opened the unit package. Bd received a sample and photo, provided by the customer, to aid in the quality engineers investigation. With the sample provided, bd was able to duplicate the failure mode reported. The root cause can be attributed to the assembly process. In the process of the latex plug assembly, it is likely that hair can attach to the base of a sleeve or shrink film which can result in hair dropping into the product. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Investigation comments: samples of heparin cap under the shrinkable film of a hair. In the process of latex plug assembly, is likely to be attached to the base, the hair after latex plug double sleeve and shrink film contraction, hair wrapped inside the product, personnel when sorting is not complete, cause the defective product outflow. The factory in order to reduce the fm, require employees to dressing. DHR ¿ the batch number as in july 2017 production is 136 k, automatic line 3 # production. No abnormal records related to defects. Conclusion: in the product assembly process, personnel wear uniforms wear clothing, resulting in hair fm drop.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had a piece of hair inside the fluid pathway of the syringe. Found before use. No serious injury or medical intervention noted.